Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and experienced error 88 during the procedure, which is not reportable. However, under service details there is information advising that procedure had to be cancelled. Follow up investigation was performed and it was noticed that patient was not under general anesthesia, transseptal puncture was performed prior to the cancellation and patient didn¿t required extended hospitalization. There was no patient consequence. Nevertheless, this event is being reported as physician considered the cancellation to be a potential risk to the patient. The investigational analysis has been completed. The device was evaluated and no error found. Device is within specification. The device was subjected to pm, sb9 installed, fastened stockert connector again, replaced power entry module. Device was functionally tested and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a coolflow® irrigation pump and experienced error 88 during the procedure, which is not reportable. However, under service details there is information advising that procedure had to be cancelled. Follow up investigation was performed and it was noticed that patient was not under general anesthesia, transseptal puncture was performed prior to the cancellation and patient didn¿t required extended hospitalization. There was no patient consequence. Nevertheless, this event is being reported as physician considered the cancellation to be a potential risk to the patient.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).